Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called and reported that a patient on bed iva2 had an asystole for nine seconds on (B)(6) 2018 at 00:47. According to their review of the alarms, the monitor did not alarm for asystole during this period. The patient was in isolation, and the biomed could not enter the room to verify the monitor. According to the biomed and doctor that noticed the patient, there was a *** extreme bradycardia alarm, but no asystole. According to doctor, there was a asystole according to patient demographics. The patient was asleep at the time and did not react. There was no patient harm reported

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.